Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the patient had sustained redness and slightly raised skin. It was 1st degree minor burn at rem pad located on the thigh while being used in conjunction with the da vinci xi system.

Event description:
According to the reporter, during procedure, the patient had sustained redness and slightly raised skin. It was 1st degree superficial burn caused by the rem (return electrode monitoring) pad. It was a minor burn located in the anterior lateral thigh at rem pad location while being used in conjunction with the da vinci xi system. There was no additional treatment occurred to treat the burn.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: evaluation. Visual inspection noted the pad was returned out of the pouch. Pouch was stuck to the gel of the pad. Gel was not in the best condition. Functionally, the erit (external rem impendence tester) test and generator detection failed. Continuity was measured with multimeter and was not in specification. It was reported that the device was related to burn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.